Event description:
The patient reported that the pump did not calculate the correct amount of insulin to be delivered when she programmed a carbohydrate quantity into the carbsmart bolus calculator. She confirmed that the time was correctly set and the insulin:carbohydrate ratio was accurately programmed. In particular, the patient noted that the I:c ratio was 1 unit insulin for every 8 grams of carbohydrate, she entered 32 grams of carbohydrate, and the pump suggested delivery of 3.2 units. There was no insulin on board and no blood glucose correction was required. When manually calculated, she stated that the delivery recommendation for 32 grams of carbohydrate was 4 units. The patient continued to use the pump with manual calculation of boluses. She denied blood glucose excursions related to this issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.